Event description:
As a diabetic on a medtronic pump and sensor, I experienced an unusual drop in blood sugar which caused me to go into diabetic shock. I was at the (B)(6) airport by myself and was unable to manage to get the assistance I needed before I passed out on a restaurant chair. It was over 20 minutes before bystanders recognized I was in distress and emergency personnel was called. I was revived by emt and ambulance staff and transported to (B)(6) medical center. I was in the emergency center for 4 hours while my blood sugar was stabilized.